Manufacturer narrative:
One opened 23 ga trocar hub/cannula assembly was received for the report of leaking. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and found to be conforming. For this complaint file, the final customer lot was identified. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. Due to an increased trend for leaking trocar, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The returned samples for this complaint were visually and functionally conforming. During the investigation it was identified that open valves can close over time and the investigation determined that a 2015 inspection practice that required valve manipulation after assembly onto the handle led to an increased occurrence of valve open conditions. Review of the manufacturing documentation for this reported lot confirms that the reported lot manufacturing period was after the inspection practice was removed from the manufacturing process.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported on-going issues with leaking trocars during surgeries. Three events were reported. In this case, the trocar was reported to be leaking heavily. No further information is expected. This is one of three reports being filed for this facility. This report refers to the event that took place on (B)(6) 2016.